Event description:
In 2007, the sales rep reported that during a posterior cervical fusion, the surgeon was doing the final tightening of the closure tops and had a problem with a top. At first the surgeon thought that the driver was stripped, so he changed drivers. Then the surgeon changed to another closure top and it worked fine. There was no delay in surgical time and no reported pt injury.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending.